Manufacturer narrative:
D9 updated; the product has been returned. Corrected data. D1 and d4 corrected/updated.

Event description:
An impella cp device was inserted into the right femoral artery in a 57-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, there was an air in purge system alarm during the priming process. The purge would not flush through the tubing. The purge cassette was exchange with a new purge cassette and the issue resolved. Upon impella insertion, the placement signal and left ventricle (lv) signal did not show, and shortly after, the placement signal not reliable alarm activated. The motor current (mc) was within normal limits, and the flows were normal for p-9. The physician decided to keep the pump in place, and disable the alarm sound. There was no noted interruption of flow or support for the patient. During transfer to the intensive care unit (ICU), the placement signal and lv signal returned. The impella functioned at p-9 at 3.4l/min as intended. The following day, the family withdrew care, and the patient expired on support. It was noted that the patient had multiple abdominal surgeries during this hospital stay, which required her abdomen to be left open for multiple days. The physicians did not attribute the death to the impella. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with post-surgical complications, complicated with acute myocardial infarction, cardiogenic shock, along with stage e shock.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the injury was not determined due to insufficient clinical details. The cause of the placement signal issue is most likely due to an unintended user error as there was an air gap signature in the data logs and no defect on the returned product.